Event description:
Caller reported damage to pump housing and usb port, affecting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer opted to use multiple daily injections as backup therapy while tandem technical support confirmed the shipping address and arranged for a replacement pump to be sent. Customer was instructed on how to put the pump into storage mode and was advised to return the damaged pump within 10 days using a pre-paid label.